Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.